Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) up button dome switch. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's up arrow button was unresponsive. The customer reported that the device was alarming, but did not recall any significant events leading up to the issue. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.